Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a settings not available message on the controller. The patient reported that she tried removing and reinserting the battery, increasing stimulation, decreasing stimulation, tried changing groups and tried turning stimulation on/off. The patient also reported that she noticed ¿now two is at zero¿ stating she was unsure of when or how it got changed to 0 and now her left side hurts real bad. The patient was redirected to their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they tried to adjust the setting controller wouldn¿t go up or down or couldn¿t get the back off to take out the battery and put it back in and finally got the white screen. The patient reported that her back was hurting and a manufacturer¿s representative (rep) was able to get the back off and reset the controller. It was working okay now. No further complications were reported.